Event description:
The iol had to be repositioned. Viscoat was left in the eye because the vitrectomy unit was not available at that point. Pt's visual acuity is not as good as before the surgery. Rptr understands that viscoat should have been removed at the end of surgery and believes that leaving it in the eye might be cause of acuity problem. Rptr is concerned also because there is latex in the product.